Event description:
Customer reported the test did not start after a blood sample was applied to the test strip which was inserted into her precision xtra blood glucose meter. She also noted the test strips had wrinkles on them. Customer further reported she went into dka four times this year, but was unable to remember when these events occurred. She also reported experiencing vomiting and a seizure three weeks prior to her call. Customer self-presented to a local hospital where she was diagnosed with severe hyperglycemia and received a spinal tap, heparin and an intravenous infusion of unknown type. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.